Event description:
It was reported that the patient experienced inadequate pain relief due to high impedances on the spinal cord stimulation (scs) lead. The patient underwent an explant procedure. The explanted device components will not return per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6).